Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The tenaculum forceps instrument was recognized but failed mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Additional information not reported by site: the instrument was found to have a broken pitch cable at the distal end causing the instrument to fail engagement. The broken cable segment that contains the crimp was still installed in the clevis. A site history was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps instrument had 5 lives remaining. No image or video was provided for review. This complaint is being classified as a reportable malfunction due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, the tenaculum forceps instrument was not recognized, when inserted onto the arm. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.